Event description:
At the beginning of a procedure, it was reported that when the lasso 2515 nav variable catheter was connected, all body surface and intracardiac signals were severely contaminated (noise). It was assumed that the carto 3 system was causing the issue but after the catheter was exchanged, the issue was resolved. The procedure was successfully completed with no patient consequences. On (B)(6) received additional information requested from the bwi representative stating that the noise was observed in all channels, body surface and intracardiac signals, were completely unreadable in both systems simultaneously. The physician was not capable to interpret both signals and required to disconnect the catheter. After replacing it, the issue was resolved. Due to this additional information, this complaint became reportable. Awareness date changed from (B)(6) 2013.

Manufacturer narrative:
(B)(4).